Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, wear abrasion and curved opening. Leak test and microscopic analysis were performed which identified; sharp crease on posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp crease opening on the posterior side assessed as fold flaw opening.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported left side deflation. Device remains implanted.